Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction due to wear of scope cover water tightness was loss, clogging of nozzle and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope failed during reprocessing involving an olympus colonovideoscope. The customer suspected that the cause of the scope failed during reprocessing was due to high pressure. There was no patient involvement reported.